Event description:
The reporter contacted animas on (B)(6) 2013 and alleged a display (blank screen) issue. The reporter stated the screen remained blank after a battery change. The reporter noted the pump powered on with audible tones. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) 2013 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump display screen was found to be fully functional with no signs of damage, fading, or discoloration. The pump showed multiple call service 054 alarms following replace battery alarms. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.